Event description:
Rayner intraocular lens limited was advised of the suspected development of opacification in a sulcoflex toric 653t intraocular lens by the (B)(4) distributor. The event description provided by the (B)(4) distributor is as follows "the surgery was performed on (B)(6) 2011. In (B)(6), there appeared white lines. On (B)(6) 2012, the surgeon explanted the iol."

Manufacturer narrative:
The (B)(4), has been allocated to this event by rayner intraocular lenses limited. Rayner intraocular lenses limited has contacted the (B)(4) distributor to obtain all salient details on this complaint. At this time, no further info has been received. A review of production records of this batch confirms that all mfg and quality checks were satisfactory. The lenses released from the sulcoflex toric 653t, batch 100e16264, were all within specification. Complaints since (B)(4) 2010, the month of manufacture, were reviewed; no complaints, of a similar type, have been received against the sulcoflex toric 653t batch 100e16264. The sulcoflex toric 653t intraocular lens is not available in the united states of america, however, it is manufactured from the same material (hydrophilic acrylic) as the c-flx 570c and c-flex aspheric 970c intraocular lenses which are available in the united states of america.